Event description:
On 07/12/96 an ipp device was implanted. On 02/01/96, 02/23/96, and 07/12/96 the cylinders and pump were revised. On 07/10/97 the cylinders and pump were removed from the patient due to erosion. A pump was implanted.